Event description:
A malfunction alarm known as "malf 1" was reported by the customer, but no notable events preceded it. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The customer planned to use multiple daily injections (mdi) and an old pump as backup therapy while awaiting the new device. Instructions were provided on placing the pump in storage mode, returning the defective pump, and programming the new device with existing settings. The customer understood and acknowledged all given instructions.